Event description:
It was reported to philips that the device optical switch was out of specification. Patient involvement is unknown. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty optical switch. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the optical switch. The optical switch was replaced by fse to resolve the noted issue. The device remains at the customer site.